Event description:
It was reported that the footboard controls were not functioning properly. No adverse consequence reported.

Manufacturer narrative:
Investigation by the field technician determined that the gauze was found in the footboard connection. Therefore, not allowing the footboard to seat properly for connection. Device was repaired and returned.